Manufacturer narrative:
Further investigation was required but was not available at this time.

Event description:
It was reported that inappropriate shock therapy was observed on the implantable cardioverter defibrillator (ICD).